Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a possible loss of capture was observed on the atrial lead. No patient symptoms were reported. Device reprogramming was performed.